Manufacturer narrative:
The suspect medical device was not returned to the manufacturer for evaluation/investigation but to olympus medical systems corporation (omsc), (B)(6) (returned to omsc on (B)(6) 2015). The evaluation/investigation confirmed that the hf resection electrode is damaged and broken. The loop wire at the distal end has melted. However, no fragments could fall inside the patient as the platin-iridium wire has only melted through and thus no parts are actually missing. The present failure mode is typical for an unintended contact with other metal parts, e.g. Surgical instruments. Therefore this event/incident was attributed to use error and the case will be closed from olympus side with no further actions. However, the event/incident will be recorded for trending and surveillance purposes and the user will be informed about the investigation results and pro re nata retrained to correctly use the olympus medical devices.

Event description:
Olympus was informed that at the end of a therapeutic transurethral resection of the bladder tumor in saline (turis-bt) procedure, the loop wire at the distal end of the hf resection electrode broke off and fell inside the patient while the electrode was withdrawn through the resection sheath. No fragment/part remained inside the patient as the broken off loop wire was reportedly retrieved with an unspecified instrument. No further information was provided but the intended procedure was successfully completed and there was no report about an adverse event or patient injury.